Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: m450001b018, software version: (B)(4). A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used for a neuro soft tissue ablation procedure. It was reported that intra-operatively, the system connected to the incorrect folder. They were able to manually select the correct folder. It was noted that this was on a new non-medtronic  scanner running their latest software version. There had been  no issues connecting during the first case, however during the second case, they had connection issues about 80% of the time. The procedure was completed and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.